Event description:
Surgeon advised pt was implanted with 4.5mm lcp posterolateral proximal femus plate and cannulated locking screws. Post-operative, it was noted that three locking screws had broken. Pt was returned to the or for removal of hardware and revision to a 130 degrees angle blade plate. This report is # 1 of 2 for the same event.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number.